Event description:
Lap. Chole- "surgeon was doing a lap. Chole. Case (removing a gallbladder) when retrieving the gallbladder surgeon apparently had some issues with the 1st inzii bag so he insert a 2nd bag, when doing so it was noticed on the monitor that there was pieces of the 1st bag that broke off and were inside the patient."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found the tissue bag detached from the bead and a small segment of the of the cord loop remained inside the cord loop channel. The root cause remains unknown; however, applied medical's instructions for use, IFU, state "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.